Manufacturer narrative:
Section d1, d4 (model number, lot number), g3: correction. Section d4 (expiration date), h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended, and a direct correlation between the reported events (elevated ldh, suspected pump thrombosis) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively established through this evaluation. The submitted log file contains approximately 1 day and 23 hours of data. The fixed speed was set to 8600 rpm, power ranged from 4.5-6.2 w, estimated flow ranged from 3.8-5.6 lpm, and average pi ranged from 4.0-6.5. No notable trends in pump parameters were observed. No atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file. The system appeared to be operating as intended. The relevant sections of the device history records for vad-61919 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The hmii lvas instructions for use (IFU) lists hemolysis and thrombosis as adverse events that may be associated with the use of the hmii lvas, and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This IFU outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there initially was concern for pump thrombosis. The patient was asymptomatic. Lactate dehydrogenase was decreasing to approximately 550 u/l with argatroban. Blood work and electrocardiogram were done. The doctors are watching if lactate dehydrogenase will go down further with argatroban.

Manufacturer narrative:
This event took place at (B)(6). Section b5: additional information . Section b1, d4, d5, h6 (patient code): correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an increase in lactate dehydrogenase levels from 400-726. Log file analysis showed 108 pulsatility index events that were occurring in approximately 47 hours.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that there was device thrombosis. Pump thrombosis was suspected due to the elevated ldh levels. The patient was hospitalized from (B)(6) 2020.